Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. The mynx vcd was used in a diagnostic coronary procedure. The mynx vcd was prepped according to IFU instructions. The balloon loss pressure during patient use. The procedure used a retrograde approach. The deployer was mynx certified. A 6f non-cordis catheter sheath introducer (csi) was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The balloon loss pressure after being pulled to the arteriotomy. Hemostasis was achieved via manual compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. The mynx vcd was used in a diagnostic coronary procedure. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure during patient use. The procedure used a retrograde approach. The deployer was mynx certified. A 6f non-cordis catheter sheath introducer (csi) was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The balloon loss pressure after being pulled to the arteriotomy. Hemostasis was achieved via manual compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedural sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, a micro tear in the balloon of the returned device, approximately 3 mm from the balloon neck was revealed. A product history review of lot f2112701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.